Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the videos provided; however, the cause and subtype of endoleak could not be fully determined. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms ( i.e. Injecting contrast from different levels within the stent graft) was partially seen, however, only one viewpoint ( a-p) was provided, making determination of the endoleak difficult. While a type iiib fabric endoleak cannot be ruled out, this type of endoleak is less likely to occur at index and the images available did not indicate the presence of anatomical features, such as calcification, that could have led to an acute fabric tear. This could have been a type IV focused leak from the flow divider due to the higher porosity in that portion of the stent graft. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. The limb in the bifurcate is significantly lower in porosity due to the double layer of graft material, so the fluid would take the path of the least amount of resistance and exit near the flow divider. It is possible that the contrast leakage was exacerbated by the angulation in the area leading to fabric stretching. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. The reported limb relining could have resolved both endoleak types. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm.  It was reported during the evar procedure that an endurant ii stent graft etbf2816c166ee (right) and endurant limb etlw1616c124ee (left) were implanted. A final contrast study revealed contrast agent leakage into the aneurysm sac at the level of the flow divider. An angio-catheter was lowered into the prothesis and a type ia endoleak was ruled out. Leakage into the aneurysm still persisted near the overlap between the main body and the limb. The physician suspected a type iii endoleak, due to a tear in the graft. Intervention was necessary due to the patient's symptomatic aaa and two limbs (16-16-82) were implanted 20 mm above the flow-divider (off label) on either side successfully resolving the suspected type iii endoleak.  Per the physician the cause of the suspected type iii endoleak is due to due to tear in graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:etlw1616c124ee; s/n: unknown; use by date: unknown; upn # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed the type iiib endoleak was only present in the main body stent graft. Per the physician there wasnt any event that could have caused the type iii endoleak and believes this could be a tear in the stent graft that was already there. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.